Event description:
Customer called to report the pump's driver arms were sliding freely on the lead screw in the locked position. The customer and doctor did not have a back up plan in place at the time of call.